Event description:
The customer received a blood glucose reading of 425mg/dl on the contour next link using strips he stored outside the original bottle, in a baggie. He felt hypoglycemic (sweaty, irritable and shaky) but allowed 8 units of insulin to be dispensed from his pump. He rechecked his blood 10 minutes later and the reading was 45mg/dl, so he started eating sugar. He ran several more tests: 41, 45, 51 and 40mg/dl. He continued to eat sugar. Strip information was not provided, the vial was discarded. The customer was advised to return the test strips. New meter and strips were sent to him.

Manufacturer narrative:
The customer returned used strips in a bag. In house strips gave satisfactory performance.